Manufacturer narrative:
It was reported that patient returned to the hospital after another rupture of the quads tendon, which was repaired in july 2020. At that point in time the liner was also exchanged. The quads tendon required to be repaired once again with washout of knee and liner exchange. The affected legion high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Surgeon attributes the incident to too early mobilization and rapid onset of activity post quads repair. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient returned to the hospital after another rupture of the quads tendon, which was repaired on the (B)(6) 2020. At that point in time the liner was also exchanged. The quads tendon required to be repaired once again with washout of knee and liner exchange. Surgeon attributes the incident to too early mobilization and rapid onset of activity post quads repair.